Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown. The local service engineer was reporting the cable of the device was broken. Omsc assumed a potential cause as follows. -the cable was broken due to external force caused by handling at the time of transportation, storage, use, reprocess, etc., and the phenomenon occurred. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic cholecystectomy with the subject device, an endoscopic image disappeared and a scope communication error appeared on the monitor. The user replaced the subject device to another unspecified non-olympus system to complete the procedure. There was no report of the patient injury other than replacing the device.